Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed during device check prior to normal device change out procedure. Patient was asymptomatic to the noise events. There was no visible lead damage in the pocket even with visible noise observed during operation. Device was reprogrammed which reduced lead noise during device manipulations. Lead electrical measurements were within normal range. Physician elected to continue to monitor the atrial lead. Procedure was completed successfully. Patient was stable before, during and after procedure.